Event description:
It was reported that prior to a stenting treatment procedure, damage to the liberte stent was detected. When the stent protector was removed, the tip of the stent adhered to the protector causing the stent to detach from the balloon and fracture. The damaged product was replaced with another liberte stent delivery system to complete the procedure.